Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the device was prophylactically replaced since the patient was pacing-dependent, as advised in the field safety notice on platinium devices issued in (B)(6) 2018. Normal device operation was observed. Preliminary analysis of the returned unit did not reveal any device malfunction.

Event description:
Reportedly, the device was prophylactically replaced since the patient was pacing-dependent, as advised in the field safety notice on platinium devices issued in july 2018. Normal device operation was observed. Preliminary analysis of the returned unit did not reveal any device malfunction.

Manufacturer narrative:
(B)(4).